Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had pain after the implant. The caller felt heat from the implant. The healthcare provider (hcp) did an ultrasound and saw an abscess behind the unit and removed the system the following day, (B)(6) 2019. No further complications were reported.